Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported that the dials of the pain stimulator were faulty. No patient symptoms, interventions or an outcome were reported. Follow up is being conducted to obtain additional information. The patient relevant medical history includes multiple back operations. Additional information received reported that the patient did not say anything about dials and said that they found a diode on the paddle implant was faulty. The patient stated that stimulation was feeding up his spine rather than down. Diagnostics were done and it was found that one cell on the paddle in the spine was dead. To address the issue programming was done around it and now after two trips 600 miles round trip for two trips on (B)(6) 2015, it now worked and the patient was happy. Now the patient would like to be compensated for two 6 meals and fuel for 600 miles.

Manufacturer narrative:
(B)(4).